Event description:
A system error (se) 2240 alarm was identified in the event log of a returned homechoice device by a baxter technician. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. This error occurred in drain 2 of 6 during patient therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. Should any additional information become available a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A system error (se) 2240 was found during a review of the event logs of the hc device. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.